Event description:
During a cystectomy with iliac loop, the surgeon was sealing and cutting mensentery tissue when bleeding began. The pt had went into "dic" and pt's inr# was at 1.6. The bleeding was controlled by using conventional methods. A blood transfusion was necessary.